Event description:
Facility has been using this tubing in conjunction with pump for continuous infusions of 5-fu. They have been experiencing problems with medication being left in the reservoir even though the pump says all 100ml have been delivered. After ruling out pump filling errors, they decided to switch their tubing from the microbore to the minibore to see if the problem was in the tubing. Since the switch to a larger bore tubing, they have had no more problems with drugs not being administered. People should be aware that they may not be getting accurate administration amounts. The rate of infusion was 0.6ml/hr. Perhaps the tubing is too confining for such a slow rate but if that is the case, the MFR needs to make people aware of that.